Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/1 of their automated peritoneal dialysis therapy. Reportedly, the home pt's spouse found the home pt in the morning with their transfer set disconnected from the pt line of the homechoice (hc) set. The home pt's spouse reconnected the pt's transfer set to the pt line of the hc set and turned the hc machine on and off. Baxter's technical service center assisted the home pt's spouse in ending therapy and instructed them to call the nurse. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.